Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty identifying and obtaining luer connectors and had previously encountered a connector that was difficult to turn, which impeded a full supply change until the connector was replaced; customer education on correct terminology was provided and a photo of the packaging was sent, and replacement connectors were shipped to maintain pump use. Symptoms included none reported. Outcomes included no alerts, no alarms, and continued therapy following supply replacement and education. Investigation included customer interview and troubleshooting with education on correct part identification. Investigation of this case revealed a use-related supply identification issue and a probable connector usability issue that was resolved by replacing the connector, with no device alarm behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of worn or reused disposable components.